Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.lens implanted.(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -08.50 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was reported as having a low vault and will be explanted. The lens remains implanted. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: the surgeon decided to not exchange the lens now and closely monitor the patient. The patient's post-op (on (B)(6) 2016) uncorrected visual acuity was 20/20. Corrected data: the report source is distributor, not user facility. (B)(4).